Event description:
It was reported the device was used during an unknown procedure. It was reported the tsw35 would not fire the original cartridge. The device was reloaded with and the same difficulty was encountered. There was no consequence to the pt. 12/1/97, it was reported another tsw35 was opened to complete the procedure.